Event description:
Event description guidant/crm received information that this sweet tip bipolar lead was removed from service due to a oversensing of atrial activity, most likely caused by a report that this lead had dislodged. .